Event description:
The user facility reported a 75-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was attempting to have an impella cp implant due to high risk percutaneous coronary intervention of left main coronary artery branch. Upon attempted implant, the implant was paused due to the patient's lack of airway. Patient had a difficult airway, pulmonary hemorrhage. CPR was ongoing and multiple rounds of advanced cardiovascular life support. The patient expired while trying to implant impella for bailout. There were no allegations towards the impella for cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. The medical center did not return the impella device. The root cause of the delivery issue was most likely due to patient condition since the patient had lack of airway and pulmonary hemorrhage.